Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. Arm cart assembly 3 had been recognizing the monopolar curved shears during the operation. However, when trying to attach the large needle driver, it was not recognized. The large needle drive was detached and cleaned. The sterile interface module (sim) was also detached and cleaned, but it was still not recognized. Another large needle driver was taken out to resolve the issue. After rollout, the first large needle driver was attached to another arm cart assembly and another sim and it was not immediately recognized. However, while rotating the sim around, it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
H2) additional information: d10 (continued: mrasi0006; sn unknown), h10 h3) device evaluation: medtronic led an evaluation of the reported large needle driver and the associated device logs. Evaluation of the logs showed that the large needle driver was connected to a sterile interface module (sim) that was attached to arm cart assembly 1. No error codes associated with instrument connectivity issues were noted. Visual inspection of the returned large needle driver noted damage to the electrical contacts. On of the pogo pins was damaged. There was no damage noted to the jaws or on the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed but the large needle driver could not be read properly due to the observed electrical contact damage. Evaluation of the large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. Arm cart assembly 3 had been recognizing the monopolar curved shears during the operation. However, when trying to attach the large needle driver (c24bam6971), it was not recognized. The large needle drive was detached and cleaned. The sterile interface module (sim) (c25amc0765) was also detached and cleaned, but it was still not recognized. A second large needle driver (unknown) was taken out to resolve the issue. After rollout, the first large needle driver was attached to another arm cart assembly and another sim and it was not immediately recognized. However, while rotating the sim around, it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.